Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged at the tip, but the foreign object could not be identified. Reprocessing procedures for areas where foreign matter remained were carried out in accordance with the instruction manual. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to the distal end and light guide having foreign material, additional findings were as follows: suction cylinder had no color; distal end was shaved; distal end had resicual liquid; inside of light guide lens had discoloration; and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material on groove or gap of the distal end and there were defects of the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.